Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak from the stay safe connector during fill 1 after restarting the machine and bypassing drain 0 of pd treatment. The patient reported receiving multiple m31 air detected in cassette alarm during drain 0 before the machine was restarted and bypassed in to fill 1. The leak began during fill 1 of treatment. The source of the leak is unknown. There was no fluid leak observed within the cycler. The patient was advised to resetup supplies and notify their peritoneal dialysis registered nurse (pdrn). Upon follow up, the patient reported that treatment was completed with cycler. The patient did not experience any serious adverse events nor injuries and did not require medical intervention as a result of the reported event. There was no damage observed on the cycler set and there was no fluid leak observed from the solution bag. The cycler set used by the customer was discarded and is not available to return for physical evaluation by the manufacturer.